Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the cause of the (B)(4) is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The home patient (hp) had added a patient line extension after priming. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp had added a patient line extension after priming. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. A follow up was made via phone call. The hp confirmed they started over with new supplies. The hp has continued therapy with no injury or medical intervention reported as a result of this incident.